Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the hydrophilic tip of the jagwire was found to be stripped off exposing the tip of the metal corewire. This device was not used and a new jagwire guidewire was used to complete the procedure. There were no patient complications that resulted from this event. The patient's condition at the conclusion at the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of guidewire hydrophilic tip detached the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.